Event description:
The pt's physician reported that the pt's seizure control was worsening and it was believed that his vns battery was "running low". The pt was then referred for a replacement surgery, which was subsequently completed. The pt's clinic notes stated that the generator suggested "intensified followup" with "battery low". During the pt's replacement surgery, system diagnostics results were normal (no specifics available) and the generator read "n eos=yes". Attempts for further info have been unsuccessful to date.